Event description:
It was reported that during a left femoral iliac arteriogram 2 catheters were used and the balloon separated from both catheters inside the patient. This report represents the first catheter. The separated balloon material was found in the introducer sheath and retrieved.. The procedure involved a vessel in the left leg. There was no resistance reported by the surgeon during insertion or extraction of the catheter. The vessel was described as calcified. The balloon separated during the 2nd or 3rd pass of the catheter. The catheter was pretested found functional. As reported, the balloon material completely tore off the catheter instead of 'collapsing' (it is assumed this refers to a return to the deflated profile). There were no patient complications and the patient at the time of the reported event was doing 'fine.'

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be submitted when the evaluation is complete.

Manufacturer narrative:
Although the catheter was expected to be returned for evaluation, it has been determined that it was discarded. Through communication with the hospital, it was learned that some of the technicians have been using a 3ml syringe instead of an insulin syringe to fill the balloon, which makes it difficult to accurately measure the 0.2ml needed for balloon inflation. The account has since reeducated their staff to use the smaller volume insulin syringe with this catheter. As reported, the staff thinks that the balloon may have burst because of overinflation the balloon. Without return of the product, it is not possible to confirm the complaint. As stated in the product IFU: ¿obtain the smallest syringe that will hold the balloon¿s stated maximum fluid or gas volume. Caution: overinflation of the balloon may cause vessel damage¿. Balloon rupture with fragmentation is listed as a potential complication associated with the use of the catheter. Review of the available information suggests that procedural factors and/or device handling may have contributed to the event reported. No other actions will be taken at this time. This report is associated with report # 2015691-2013-20057.